Event description:
Reporter alleged obtaining a discrepant blood glucose result of 493 mg/dl on the advantage system compared back to back with a result of 134 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Reporter did say that she wasn't sure if the cap was all the way on the vial of strips at all times as should be done according to labeling. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 493 mg/dl on the advantage system compared back to back with a result of 134 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Reporter did say that she wasn't sure if the cap was all the way on the vial of strips at all times as should be done according to labeling. A request was made for the return of the affected product.